Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. The following were noted during visual inspection: scratched case, cracked case at corner of the belt clip rail and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see data pertaining to primary svn: (B)(6) and event date 26-dec-2023 below. Please see the time date change listed in the pump history file. On (B)(6) 2023 11:17:21.000, user time date change (3). System time: on (B)(6) 2023 11:17:21.000. New system time: on (B)(6) 2024 17:16:21.000. There was no data listed on (B)(6) 2023 in the pump history file. Unable to verify bolus delivery, source of boluses delivered, daily total of all insulin delivered and any alarms/suspends for event date 26-dec-2023 due to no data available in the pump history file (primary svn: (B)(6). Unable to perform the history review 1 week prior to the event date 26-dec-2023 in the pump history file due to no data available (primary svn: (B)(6). Please see data pertaining to svn: (B)(6) and event date 11-jan-2024 below. Please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date 11-jan-2024 in the pump history file on svn: (B)(6). On (B)(6) 2024 17:18:35.000, alarm alert notification (40). Fault number: no delivery (7) - during basal. On (B)(6) 2024 17:27:12.000, alarm alert notification (40). Fault number: no delivery (7) - during basal. On (B)(6) 2024 17:28:03.000, alarm alert notification (40). Fault number: no delivery (7) - during basal. On (B)(6) 2024 17:33:14.000, alarm alert notification (40). Fault number: no delivery (7) - during basal. On (B)(6) 2024 17:43:00.000, alarm alert notification (40). Fault number: no delivery (7) - during basal. On (B)(6) 2024 17:44:06.000, battery removed (55). On (B)(6) 2024 17:44:06.000, alarm alert notification (40). Fault number: battery removed (84). On (B)(6) 2024 17:54:00.000, alarm alert notification (40). Fault number: battery removed (84). On (B)(6) 2024 17:55:04.000, alarm alert notification (40). Fault number: post reset ram crc alarm (23). On (B)(6) 2024 17:55:14.000, alarm alert notification (40). Fault number: batt out limit (6). On (B)(6) 2024 17:55:22.000, alarm alert notification (40). Fault number: batt out limit (6). On (B)(6) 2024 18:03:39.000, battery removed (55). On (B)(6) 2024 18:03:39.000, alarm alert notification (40). Fault number: battery removed (84). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump error 23 and battery out limit alarm were expected due to the battery removed for more than 10 minutes and the pump reset. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. No delivery (7) not confirmed. Pump error 23 not confirmed. Batt out limit (6) not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs/dka. No current code/category not confirmed. Insulin flow blocked alarm/no delivery alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and diabetic ketoacidosis with a blood glucose value of 290 mg/dl at the time of the event. The hyperglycemia was treated with the insulin pump and manual injection and IV drip and the customer experienced symptoms such as nausea, vomiting, and feeling sick/unwell. Troubleshooting was performed. The customer had used the insulin pump system within 48 hours of the reported high blood glucose event. The customer was not used the smartguard auto mode of the insulin pump. No further patient complications were reported. It was unknown whether the customer will continue to use the device. The insulin pump will not be returned for analysis.